Event description:
Boston scientific crm received information that during a normal changeout procedure, this patient's newly implanted implantable cardioverter defibrillator (ICD) and this chronic transvenous defibrillation lead exhibited a shock impedance of 85 ohms. The connections were checked, and the pocket was closed. Dft testing was performed, and the shock impedance was measured at 74 ohms. Additionally, the shock impedance measurements had been 74 to 96 ohms, thus remained within normal limits, and all other lead measurements had been stable by report. It was noted that there had been no noise recorded with pocket manipulation or isometrics. All other lead measurements were stable and consistent with the previous device measurements. No noise or pacing inhibition was noted on the shock electrocardiogram. Technical services (ts) discussed continued monitoring of the shock impedance measurements. Additional information was provided that the shock impedances had increased to the upper 90 ohm range, then later triggered a red alert in latitude due to out of range measurements. Ts recommended performing a commanded shock to better assess the shock impedance that triggered a red alert in latitude. The patient will continue to be monitored. Additional information was provided that another latitude red alert was detected due to high shock impedances. The patient was checked in the clinic and shock impedances were noted to be 101 ohms. The red alert was triggered due to the latitude red alert being set at a threshold of 100 ohms. Ts recommended normal device follow-ups for the patient and continued monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the available information suggests this lead remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.